Manufacturer narrative:
Manufacturer's investigation conclusions: the report of pump stops could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this investigation. There were no known adverse consequences. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The relevant sections of the device history records for (B)(4) (documents #(B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 7apr2015 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10, h3: additional information. The report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline cut at the pump end bend relief and the severed portion was returned separately. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual examination of the driveline revealed rescue tape applied over damage to the silicone jacket, from approximately 4¿ to approximately 14¿ from the controller connector. The rescue tape was applied directly to the bionate layer approximately 8¿ to 13¿ from the controller connector. There was no visible damage to the bionate or breakdown of the braided shield beneath. Electrical continuity testing did not reveal any discontinuities. Visual inspection of the driveline revealed damage to the insulation of the orange and black wires adjacent to the proximal end of the of the severed portion (approximately 34" from the controller connector). Due to the location of the observed damage, the wires were not able to be stripped for resistance and current leakage testing. Additional damage to the insulation of the orange wire, as well as breaches in the insulation of the red and brown wires were observed approximately 3.5" from the proximal end of the severed portion of driveline. Additional breaches in the insulation of the black, yellow and green wires were observed approximately 3" from the proximal end of the distal portion of the driveline. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breach in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to pump stoppage events while operating on any power source. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 years and 11 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that while connecting to the power module, the patient experienced a short pump stop. The power source was switched back to batteries and there were no further issues. The healthcare providers assume there is a short to shield condition. The patient will be moved up on the transplant list. No further pump stops had occurred. No further information was provided.